Event description:
It was reported that during an unknown procedure, an error code 5 occurred. The titanium tip of the device was broken. The broken part did not fall into the patient. The patient had (B)(6), so the sample was discarded. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning. .

Manufacturer narrative:
(B) (4). (B) (4). Device fired through lockout the analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. The advancer appeared to function properly when fired. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. The event reported could not be confirmed due to the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip would not release from the tissue. While attempting to remove the device, the tissue was torn. No other details are known. No patient impact reported. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.